Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and it was found that the hospital oxygen wall valve was defect. The ventilator was found working as expected. Evaluation of the received device log shows matching event on the reported event day. Between august 29, at 04:43 and august 29, at 04:51, several alarms for low o2 concentration alarms were generated. In conjunction to the sequence of low o2 concentration there are alarms for low supply pressure, which is an indication of an issue with the o2 supply pressure. A pre-use check was confirmed to be successful prior to this ventilation period. If this fault happens during ventilation, the patient receives an amount of oxygen in the gas mixture that is lower than the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer ref. #: (B)(4).